Event description:
It was reported by the affiliate that the (1) tlc55 was used during a resection of the duodenum procedure. It was reported that the scalpel of the device was blocked making use impossible. The case was completed with another device and with no pt consequence.